Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; g3; h2; h3; h11. The following section was corrected: b5; h11. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). D10: cat# 00223200418 lot# 66791459 cable cerclage cable with crimp 1.8 mm dia. 635 mm length cat# 00801102020 lot# 66791451 allen medullary cement plugs 1-20 mm diameter flange/10 mm diameter. Cat# 802203202 lot# 3013698 femoral head 12/14 taper 32 mm diameter +0 mm neck length cat# unknown lot# unknown / unknown cup, cat# unknown lot# unknown / unknown liner. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately one month post implantation of a right total hip arthroplasty, the patient was revised due to instability. There were no contributing causes related to the event. Attempts have been made, and no further information has been provided.